Event description:
The company received a report where it was claimed that the tube developed a cuff leak during patient use. This report is associated to the second occurrence referenced in MFR# 2936999-2010-01162.

Manufacturer narrative:
(B)(4). Applicable 510k# for u.s distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.